Event description:
It was reported that the lead again exhibited high impedance. There were no other performance issues noted. It was further noted that in (B)(6) of 2018 the lead impedance was well within the normal range leading to the conjecture that the patient¿s physical positioning might be influencing the lead impedance measurements. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. Upon interrogation, the right ventricular lead exhibited loss of capture, loss of sensing, and high impedance. The lead was reprogrammed. The patient was stable after the routine device check and would continue to be monitored.